Manufacturer narrative:
(B)(4) a device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: the connector broke when we tried to connect it to the tube. The device was replaced. No patient harm or medical intervention reported.

Manufacturer narrative:
Qn#1 (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The bronchial swivel connector was returned. The et tube, suction catheters, tracheal swivel connector and y connector were not returned. The returned connector was visually examined with and without magnification. Visual examination of the returned sample revealed that the bronchial swivel connector was broken on the 22mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported that: "the connector broke when we tried to connect it to the tube." The device was replaced. No patient harm or medical intervention reported.